Event description:
Endotine broke while dressing was being applied. Incision was opened and endotine was removed and replaced.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.